Event description:
The customer contact reported a hole in the tubing; subsequently, blood loss was noted. The pt was transferred to the cath lab for an unspecified procedure. The echo technician reported that when the pt arrived in the dept, the IV site appeared infiltrated. It was reported that while the technician was attempting to flush the tubing with an unspecified solution, a "large hole" in the tubing was noted and an unspecified amount of blood loss was reported. The tubing set was clamped. The tubing set and IV catheter were replaced and the procedure was initiated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.